Event description:
Information received from our another country's affiliate. A patient developed a corneal opacity in the right eye while wearing acuvue advance contact lenses. The pt was wearing menicon focus contact lenses and was given acuvue advance diagnostic lenses in 2009. The pt subsequently purchased a 3 months supply of lenses. The pt used consept one step solution and the eye care professional (ecp) reported the pt was a compliant lens wearer. The pt's best corrected va before the event was 1.2 (20/20 (+). On the following month, the pt returned to the ecp's office and the corrected va was 0.3 (about 20/70). A thin, white, stromal opacity was observed on one third of the central cornea. The ecp said it was not due to a bacterial infection or acanthamoeba infection. The pt had no complaints of pain; no conjunctival redness, epithelial disorder, anterior chamber inflammation or corneal edema was observed and the peripheral cornea was clear. The corneal endothelium was fine. A culture of the opacity was not performed. The ecp believed the etiology of the opacity to be non-infectious. Betamethasone sodium phosphate and cravit were prescribed and the ecp instructed the pt to stop wearing contact lenses. The pt returned for follow-up the following month, corrected va was 0.4 (20/50). The ecp does not know the cause of the corneal opacity. The ecp was contacted eighteen days later, for follow-up information and reported the pt has not returned for follow-up since early of the month. As contact lens wear has not been ruled out as a cause for the corneal opacity, this is being reported due to the location of the opacity and the reduction in va. Out affiliate reported the pt used all the lenses purchased and did not have the lot number. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.